Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. A 28 x 5.00mm taxus¿ liberté¿ drug-eluting stent was advanced to treat the lesion. However, the stent dislodged and was left inside the patient. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the left main (lm) trunk extending to left anterior descending (lad) artery. The stent came off the stent delivery system (sds) during its advancement from lm to lad. An attempt was made to remove the dislodged stent but was unsuccessful, so the physician deployed the stent in the radial artery. The procedure was completed with a non-bsc device.